Manufacturer narrative:
Product analysis: there was no damage noted on the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 6th distal stent segment was deformed with raised struts.

Event description:
It was reported that the physician was attempting to use an endeavor sprint stent to treat a severely calcified and slightly tortuous lad lesion with 80% stenosis. The procedure was prompted by coronary heart disease. No issues noticed during inspection prior to use. Lesion was pre-dilated. Resistance was noted advancing to the lesion, no excessive force was used. During the operation, it was reported that the stent could not cross the target lesion due to the lesion¿s severe calcification; physician replaced it with another stent of different size to complete the operation. No patient injury was reported as a result of the event. When the device was received for evaluation, it was noted that the stent was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.